Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the tip of the wright medical titanium gravity screwdriver broke off in the screw once implanted. This happened twice in the same case with two different anchors. With the first anchor, it was right as the screw portion of the device was advanced to be flush with the bone. There was a snap and it was noted that the screw driver was broken off in the cannulated portion of the screw. For the second anchor, it was advanced flush with the bone, however the surgeon wanted to give it an additional turn to fully seat it. When she re-inserted the screw driver to advance the screw further, the driver again broke off in the cannulated portion of the screw.

Manufacturer narrative:
The reported event could be confirmed since images of the device were provided showing the tip of the driver broken off. Feedback received from r&d confirmed pilot holes are not necessary with the use of a ti anchor. Regarding the second screw insertion/tip breakage, it was noted that if the surgical team removed the driver then re-engaged it, there is a chance they did not fully seat the driver in the screw and caused the driver to chip or break in that way. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The current instructions for use states that: "inspect devices prior to use for damage during shipment or storage or any out-of-box defects that might increase the likelihood of fragmentation during a procedure. Carefully consider and discuss with the patient (if possible) the risks and benefits of retrieving vs. Leaving the fragment in the patient." No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that the tip of the wright medical titanium gravity screwdriver broke off in the screw once implanted. This happened twice in the same case with two different anchors. With the first anchor, it was right as the screw portion of the device was advanced to be flush with the bone. There was a snap and it was noted that the screw driver was broken off in the cannulated portion of the screw. For the second anchor, it was advanced flush with the bone, however the surgeon wanted to give it an additional turn to fully seat it. When she re-inserted the screw driver to advance the screw further, the driver again broke off in the cannulated portion of the screw.